Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer called stating his insulin pump is not delivering insulin and he is having highs. Customer's current blood glucose is 79 mg/dl. He said he tries to give himself insulin, but no insulin will be delivered. Customer does not receive any no delivery alarms. He states this occurs periodically. Customer requested a loaner insulin pump. Nothing further reported.